Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during an in clinic follow-up that there was occurrence of post-paced t wave oversensing (pptwos) on the device. Technical support was contacted and the device was reprogrammed. There were no adverse consequence.